Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and the clips prefired into the patient's cavity. The hospital has reported no patient injury occurred.